Manufacturer narrative:
Supplemental submitted to include UDI. The device was not made available for evaluation.

Event description:
It was reported that the customer alleges the brake would not hold. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It is unknown if the product met specifications as the unit was not available for evaluation by a stryker representative. The device was not made available for evaluation.

Event description:
It was reported that the customer alleges the brake would not hold. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the customer alleges the brake would not hold. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.